Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that medication was leaking around the black plunger portion of the syringe. To support the investigation, two samples, each with an opened blister package, were received for evaluation by our quality team. A visual inspection of the returned units was performed, during which no defects or imperfections were observed. Both samples were subsequently tested for leakage and met all acceptance criteria. A device history record review was conducted for material number 302830, lot 3352821. This review did not identify any quality issues during the manufacturing process that could have contributed to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections were completed in accordance with established specification requirements. Additionally, there have been no other similar events reported for this lot to date. Based on the results of the investigation, including the evaluation of the returned samples, the reported issue could not be confirmed.

Manufacturer narrative:
Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, albumin was leaking around the black plunger portion of the syringe into the barrel of the syringe behind the plunger.